Event description:
It was reported that the patient presented via trans telephonic monitoring. The pulse generator exhibited backup vvi operation. The patient was brought in clinic for further evaluation. The device was explanted and replaced on (B)(6) 2015. There were no adverse consequences to the patient post event.

Manufacturer narrative:
(B)(4).